Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Sales representative reported "ruptured saline implant". This record is for left side. The device was explanted.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b7, d6a, d6b, e1, g2, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Sales representative reported "ruptured saline implant". This record is for left side. The device remains implanted. It is unknown if devices will be returned.